Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that the patient had their pacemaker right ventricular lead and left ventricular lead explanted, due to infection. The patient was in stable condition throughout the procedure.